Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an ilet "38 alert". The agent instructed the user to restart the ilet, and the issue resolved. On (B)(6) 2025, the user experienced another ilet "38 alert". The agent guided the user through a restart and dry run, which was successful, and recommended changing out all supplies. The user later completed the supply change, after which the ilet functioned normally with no further alerts. Blood glucose (bg) was not affected/impacted, with a recorded value of 156 mg/dl. There were no symptoms experienced by the user during the event, and no medical intervention or injury reported at the time of call.